Event description:
The patient received a skin burn during an electrotherapy treatment. The injury occurred on the patient's back. The biomed did indicate that 2 of the 4 electrodes used in the treatment had burn spots on the edges.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.